Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump with 500 ml full bag was set to 45 ml/hour to run for 24 hours but the feeding was completed faster than the setting. The patient was fed 500ml. The patient's blood glucose level increased. The patient was not diabetic. There was no medical intervention required.